Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included anemia and bipolar disorder. Concurrent conditions included low back pain. Concomitant products included carbamazepine, lorazepam and quetiapine (seroquel). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, 6 years 1 month after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced neoplasm ("tumor"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and uterine leiomyoma ("fibroid"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy, extensive lysis of adhesions) and surgery (on (B)(6) 2017, underwent pelvic surgery to alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage and neoplasm outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, uterine leiomyoma, fatigue and alopecia had resolved. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, neoplasm, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events uterine leiomyoma, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: tumor event was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included anemia and bipolar disorder. Concurrent conditions included low back pain. Concomitant products included carbamazepine, lorazepam and quetiapine (seroquel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroid"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy, extensive lysis of adhesions) and surgery (on (B)(6) 2017, underwent pelvic surgery to alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, uterine leiomyoma, fatigue and alopecia had resolved. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events uterine leiomyoma, pelvic pain. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, uterine leiomyoma, fatigue, alopecia and device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, underwent pelvic surgery to alleviate the symptoms). At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.